Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the contact called to report a cartridge stuck inside the device while attempting to perform a supply change. A photo of the issue was provided. During removal, the connector snapped in half. The contact was instructed to use the broken piece by placing it against the device and twisting, which allowed the cartridge to be successfully removed. The contact indicated they were comfortable continuing the supply change. Blood glucose levels were not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.